Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 220 mg/dl while using the ilet system after a recent supply change, and during troubleshooting the user discovered the installed cartridge was empty despite the user interface displaying remaining insulin, suggesting a loading error or inaccurate reservoir status. Investigation included guided troubleshooting of the insulin delivery system and supplies. Investigation of this case revealed that the user likely loaded an empty cartridge, with no evidence of leakage or hardware malfunction identified during the call. No symptoms associated with elevated blood glucose. Outcomes included self-management at home without medical intervention. It was concluded that the event was related to user handling during cartridge loading, and the user completed a full supply change with insulin delivery restored. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.